Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The user reported discrepancies between bg and sg readings. Escalation analysis indicated that only limited sensor data was available in the dms due to gaps in the data, and hence a comprehensive assessment of the system performance could not be conducted. The user was advised to maintain consistent system usage entering calibrations as prompted and to report any additional concerns. The user acknowledged the guidance. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.